Event description:
There was no pt involved in this event. The device was malfunctioned as the device switches on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in october 2010 and performed to specification, alongside random manual power ons, up to the 19th april 2015. An increase in voltage would suggest a further pad-pak was installed. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.